Event description:
Before use, user facility noted that the right angle ventricular catheter 9mz-207 tip (with holes) was bent.

Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported info.